Event description:
It was reported that during device interrogation, the right ventricular (rv) lead exhibited over-sensed noise. The physician elected to cap the rv lead and replace it on (B)(6) 2025. The patient was stable.